Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they had their implanted neurostimulator removed because the doctor said they had to get them out. Patient stated "probably about" (B)(6)2024 they (understood to be ins) moved from where they originally had put it to where it connected to the spine/bone and somehow hurt worse than it ever had. Patient mentioned they were not hurting anymore after the surgery on march 1st. Patient wished to return external equipment and mentioned when things worked for them, they worked really well. Sent email to repair to request return label for external equipment to be sent back to manufacturer.

Event description:
Additional information was received, from a healthcare professional (hcp). It was reported, the issue was resolved. And the status of the ins was unknown.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial#: (B)(6), product type: recharger, product ID: 97745, serial#: (B)(6), product type: programmer, patient product ID: (B)(6), serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.